Manufacturer narrative:
The onyx will not be returned for evaluation as it was consumed in the event. The lot history record review was not possible since the lot number was not reported. Based on the reported information, there is no evidence suggesting that the onyx was defective, but rather a procedure related event. Information received from the same report as MFR 2029214-2015-00573. (B)(4).

Event description:
The following report was received by medtronic (covidien): during onyx injection for an intracranial arteriovenous malformation (avm), the marathon catheter ruptured and onyx leaked from the distal end, which resulted in a blood vessel blockage. The minimal radiography performed normal prior to rupture. Prior to the rupture, it was noted that the initial onyx injection went well with no rupture. Anesthesia was deepened. Further medical intervention was required and surgery time was extended by more than 30 minutes. Patient was reported to be in a coma.